Event description:
Caller reported a malfunction alarm identified as cgm error 42 associated with g6 sensor. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on performing a pump reset, which resolved the issue, allowing them to successfully start their sensor session without recurrence of the error.